Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urgency frequency. It was reported that patient said they were going to have an MRI, but they didn't know how to turn the unit off. Patient said they fell and had a compressed fracture on the t12. Patient also said all of a sudden their pad was soaked at night, which started about 2 weeks ago. Patient went to see their primary doctor last wednesday and was in the urgent care yesterday. Patient saw the doctor today and the doctor did an x-ray, but now the doctor wanted to do an MRI because there was a compression fracture that showed up. The patient was redirected to their healthcare provider to further address the issue. Agent sent caller an email with the instructions on how to access MRI mode. Agent offered to walk the caller through the steps of adjusting the stim , but the caller stated declined at this time. Caller stated that they would call ps back for assistance when they are ready to make an adjustment. Additional information was received on 2026-jun-05, the patient called back and mentioned that they were in a lot of pain and w ere in a brace at the time of the call. The patient needs an MRI and mentioned that the MRI center was waiting on information from manufacturer "for a packet or something." The patient asked what "packet" the MRI center was referring to. Agent advised the patient to ask the MRI center. Patient did not require further assistance.